Event description:
Attachment foot cut by tool. Device returned for repair with report of foot detached/loose or missing. Report escalated to complaint based on reason for return. No pt impact reported. On follow up, it was reported that the breakage occurred during a craniotomy procedure. A second system was used to perform the procedure with no significant delay. It was confirmed there was no pt impact.

Manufacturer narrative:
Findings: report was confirmed by eval. The footed portion of the attachment was cut by tool contact. In addition, it was determined the leg of the attachment was bent. The user manual states " the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."